Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f070603cs vascular stent system allegedly experienced material deformation. This information was received from one source. The malfunction involved one patient with no patient consequence. The patient was female and the age and weight were not reported.

Manufacturer narrative:
H10: a lot history review was performed. The device was returned for evaluation. Images were provided and reviewed. The investigation is inconclusive for material deformation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: g1, h6(method, results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for material deformation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f070603cs vascular stent system allegedly experienced material deformation. This information was received from one source. The malfunction involved one patient with no patient consequence. The patient was female and the age and weight were not reported.